Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard bl 22ga x 1.0in needle retraction failed it was reported by customer that the cath malfunctioned when placing. Retract button was pushed and wouldn't retract. Rcc received a complaint via email. No lot captured. Cath malfunctioned when placing. Retract button was pushed and wouldn't retract. Item# 381423.